Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter loaded onto an unknown sheath was returned for evaluation. On visual evaluation, there were no bends or kinks noted to the catheter shaft, bifurcate or glue filters and it was noted that the catheter was loaded onto the unknown sheath. And it was further noted that the sheath was bunched and buckled at distal tip. And balloon was returned in a condition where it was partially inflated. During functional evaluation, the in-house guidewire was used to test the patency of guidewire lumen and it was able to pass with some resistance. On further evaluation, both in-house syringe and in-house presto inflation device was used to inflate and deflate the balloon but the device was unsuccessful both the times. Balloon was cut and under microscopic observations, it was noted that the glue bullet was sitting inside the catheter shaft. The investigation for the reported deflation issue remains inconclusive, as the device was unsuccessful during functional evaluation while attempting to inflate or deflate and thus no further evaluations can't be performed. Misplacement of glue bullet is likely the root cause of this reported deflation issue . However, a definitive root cause for the reported deflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), g3. H11: b5, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the device allegedly failed to deflate. It was further reported that procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported deflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during preparation of an angioplasty procedure, the device allegedly failed to deflate. It was further reported that procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 09/2023).

Event description:
It was reported that during preparation of an angioplasty procedure, the device allegedly had difficult to flush and deflate. The procedure was completed using another device. There was no patient contact.